Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer had excessive no delivery alarms due to bent cannulas. The mother declined to troubleshoot for the alarms. The mother also reported the customer's blood glucose was between 400 mg/dl and 500 mg/dl. It was also found the customer's blood glucose reached 600 mg/dl due to bent cannulas. The insulin pump will not be returned for analysis.